Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the ultrasound gastrovideoscope's adhesive around the light guide lens had corrosion, the adhesive around the objective lens had wear, and the distal end exhibited foreign objects and had a crack. There were no reports of patient involvement.